Manufacturer narrative:
Batch review performed on 19 july 2021: lot 2008569: (B)(4) items manufactured and released on 30-sept-2020. Expiration date: 2025-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection (pathogen unknown). About 4 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.